Event description:
PICC line snapped. The line was in place for approximately 18 days. Found snapped in bed upon assessment with some tpn and blood on IV board and blanket. The edges of the broken pieces of the device appear smooth and are not jagged.the lot number was not recorded. An occlusive dressing was applied when the PICC line was inserted. A peripheral intravenous line was inserted after the PICC was discontinued.what was the original intended procedure?intravenous access.device #1is this a laboratory device or laboratory test?no.